Event description:
During a nasal endoscopy procedure, the tip of the endoscope was missing after being used in the nose. A portable x-ray was done immediately and the tip was discovered in the sinus. It was removed while in the or. A second x-ray was done to verify that the tip was removed. No harm to patient.